Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called to express her concerns regarding the recall of the insulin pump for scroll wrap feature. The blood glucose reading was unavailable. The customer inquired about meter and calibration procedures. Advised the customer that there would be a callback made after training. Nothing further reported.